Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a urethral hypermobility procedure. According to the complainant, during the procedure, the first side of the device was placed without any problems. During the placement of the second side, the anchor broke off outside the patient. The physician removed the entire device. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "good". Several attempts at follow up have been unsuccessful.